Event description:
On (B)(6) 2012, the pt's son called for assistance with setting up the pt's backup infusion device. He stated the pt's blood glucose had been elevated and she wanted to switch to the backup device to see if the issues were resolved. Son stated that pt's blood glucose has been as high as 417 mg/dl for the past week and she has been treating herself by injecting insulin. Her normal blood glucose level is 120 mg/dl. The pt changes her infusion sites every 3 days and was advised to change every 2 days. The adapter had been in use for 4 months and she was advised to change with every 10th insulin cartridge change. Son stated that there are sometimes small air bubbles in the insulin cartridge. The pt does not believe the infusion device is delivering insulin correctly. Son bolused through the infusion site while pt was disconnected and insulin was delivered. A request for assistance was submitted to review pt's basal rates. On (B)(6) 2012, trainer reported meeting with the pt and stated the buttons of the infusion device were sticking and pt had a foot infection that could have contributed to elevated blood glucose readings. Upon follow up with the pt she stated she is blind and unable to perform troubleshooting. She stated the up and down buttons of the infusion device were sticking and she does not think she received her full bolus amounts as a result. She stated the infusion device did not beep when bolus were programmed. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.